Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified, that the tasp was fractured. Medical records were not provided. Device history record (DHR) was reviewed, for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue, is attributed to user mishandling the instrument. If any further information is which, would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04), provisional bottom.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a tasp fell on the floor and was stepped on after the case and it fractured in half. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.